Event description:
A marketing survey was received from a pt who was treated on 7-9-96 to the nasolabial folds and a scar on the left chin. Later that evening, the pt applied a 5% glycolic acid cream and celex-c (vitamin c) cream to her face. She had used the products for several months. On 7-10-96, the pt developed erythema, swelling and itching at all treatment sites. The site of the skin test remained asymptomatic. She was seen by her physician later that day. He believed the pt had developed a hypersensitivity to collagen and prescribed prednisone. On 7-12-96, the pt called the physician and said she was unable to tolerate the prednisone and was told to discontinue the medication. Within one week of treatment, the local symptoms had resolved. The pt was seen recently and remains asymptomatic. The physician was unsure if the symptoms represented a hypersensitivity to collagen or contact dermatitis due to the application of the topical creams over freshly treated collagen sites.